Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to upgrade to a cardiac resynchronization therapy pacemaker (crt-p), after placement of the left ventricular (lv) lead, the patient's blood pressure was noted to be low. The procedure was completed, however the blood pressure continued to be low; an echocardiogram was performed which revealed a small pericardial effusion. No intervention was performed and the lead remains in use. No further patient complications have been reported as a result of this event.